Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 or yellow light. The key failure was the sieve beds were dusted. Additional failure was the power switch was defective causing no alarm.